Manufacturer narrative:
The 1000 triple bend swivel insert subject of the reported event was returned for evaluation. Evaluation results determined that the tip breakage may be attributed to the instrument being dropped prior to the patient procedure or mishandled by user facility personnel. The reprocessing of hu-friedy dental hand instruments and accessories states (section 3.2), "inspect all instruments after the cleaning and rinsing step for corrosion, damaged surfaces, and impurities. Do not further use damaged instruments." The device history record (DHR) for the subject lot was reviewed and no abnormalities were noted. No additional issues noted.

Event description:
The user facility reported that the tip of their 1000 triple bend swivel direct flow ultrasonic insert was damaged during a dental procedure and the tip was unable to be located. No injury. The patient was sent to receive a chest x-ray. No significant findings of chest x-ray.